Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from one of the ports. This was observed during the adjustment of nutrition in the mixing center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.